Event description:
A customer reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance on resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.